Event description:
Boston scientific received information that this device maybe exhibiting a intensified rate of battery consumption. The devices internal data was sent for an engineering review to assess the rate of consumption when compared to therapy demands of the unit. It was concluded that based on the requirements of the device, the battery rate of consumption was increased; root cause is of unknown origin at this time. No adverse effects have been reported.

Manufacturer narrative:
(B)(4). Following completion of laboratory analysis, this event will be further updated.

Event description:
Boston scientific received information that this device maybe exhibiting a intensified rate of battery consumption. The devices internal data was sent for an engineering review to assess the rate of consumption when compared to therapy demands of the unit. It was concluded that based on the requirements of the device, the battery rate of consumption was increased; root cause is of unknown origin at this time. No adverse effects have been reported. Subsequently, this device was explanted with a corresponding allegation of early battery depletion. The unit was returned for laboratory analysis. Replacement reported successful with another boston scientific device and no other adverse patient effects reported.

Manufacturer narrative:
(B)(4); upon receipt at our post market quality assurance laboratory, analysis confirmed the clinical observation of an intensified rate of battery depletion. The titanium case was opened and visual inspection revealed no irregularities. Testing found that the battery had depleted earlier than expected. When connected to an external power source, the device passed all tests and operated normally. No high current drain or other device anomaly was identified during analysis. Laboratory analysis was able to confirm the reported allegation of an earlier than expected rate of battery consumption; however, engineers were unable to reproduce the condition that caused the battery to deplete prematurely.

Event description:
Boston scientific received information that this device maybe exhibiting a intensified rate of battery consumption. The devices internal data was sent for an engineering review to assess the rate of consumption when compared to therapy demands of the unit. It was concluded that based on the requirements of the device, the battery rate of consumption was increased; root cause is of unknown origin. No adverse effects have been reported. Subsequently, this device was explanted with a corresponding allegation of early battery depletion. The unit was returned for laboratory analysis. Replacement reported successful with another boston scientific device and no other adverse patient effects reported.

Manufacturer narrative:
To date, this device remains implanted and in service. Based on the engineering review of device performance, a close monitor of the devices battery consumption has been recommend until eri is reached.